Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient was drinking orange juice when she had a syncopal episode and lost consciousness. There was no documentation of symptoms preceding syncope. At the time of the event, the son called an ambulance. The cgm was reading 160 mg/dl and no bg was taken at that time. The patient was transported to the emergency department (ed). There was no information provided about medical intervention by emergency medical service. On arrival at the ed, the bg was 36 mg/dl and no mention of cgm readings or cgm alerts/alarms. The patient's hypoglycemia was treated by unspecified means. The patient sustained a broken right leg during the incident and required surgery and hospitalization. She also sustained a bump on her head and knee. At the time of the report, the patient remained hospitalized and was being advised to undergo rehabilitation. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.